Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, the facility reported that when the nurse inserted the PICC the patient developed leaking from the insertion site. It was stated that they "tested the leakage and believe it was the antibiotic. It was not white, but clear and did not happen with flushing the PICC, but later during the infusion". The dye studies were normal. The facility tested the ph of the solution and believed it was the drug. The PICC was removed and is not available for return. This report addresses the event that correlates with patient four.